Event description:
Orig procedure ilasik ou (B)(6) 2011. Pt referred back to tlc for flap check od (B)(6) post ilasik. Debris, or epi in-growth. Surgeon diagnosed possible et centrally with lipid debris and residual astigmatism. Advised monitoring for stability and doing flap lift/rinse/enhancement when stable at (B)(6). Pt presented to (B)(4) on (B)(6) 2011 ready for her pre-eval before enhancement/lift od. Due to her extensive travel schedule, she was unable to come in to (B)(4) while surgeon was here, so arrangements were made for her to be seen at minnesota eye consultants for the lift/rinse on (B)(6) 2011 (the first date that worked for pt). Epithelial ingrowth removal done (B)(6) 2011 - monitoring pt for stability.

Manufacturer narrative:
(B)(4). Eval: since the original surgery was done on (B)(6) 2011, the equipment preventive maintenance was checked and for the pms on (B)(6) 2010 and (B)(6) 2011 and the equipment had no problems reported. A field svc specialist (fss) checked the equipment on (B)(6) 2011 and completed a quarterly preventative maintenance, verified energy readings and cleaned optics. Performed a z-offset calibration and did adjustment. System meets all amo specs.